Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged noisy device, burning/smoke/electrical odor, difficulty breathing/short of breath and device having burning smell. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged device is noisy, has a burning smell, difficulty breathing/short of breath. No sd card, no sd cover. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture was able to confirm the presence of degraded sound abatement foam residue, device is noisy, most likely from the unknown dust contaminant inside it, but not address the symptoms specified. The issue of degraded sound abatement foam is addressed by CAPA 7211. Using a known good power supply and power cord, manufacturer confirmed the device powered on and provided airflow. During review of the error logs and determined the device was likely reset prior to manufacturer receipt due to having 15675.5 machine hours and 0 blower and therapy hours. There were 32 errors logged: there was 1 instance of e-53 (err_comp_log_sem_timeout), a continue error, 20 instances of e-65 (err_stuck_encoder_a), a continue error, and 11 instances of e-66 (err_stuck_encoder_b), a continue error. These errors were not reproduced with continued usage and do not impact this investigation. Care orchestrator data was not available for download. During the investigation an unknown dust contaminant on the top cover, inside iso port, pca, bottom enclosure, side panel, blower cap, blower, blower housing, right side assembly, blower outlet bellow, air inlet seal, observed black and white hairlike contaminant on the top cover, pca, bottom enclosure, side panel, blower cap, and right-side assembly. When powered on, a loud whirring noise from the blower, most likely from an unknown dust contaminant inside it. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower housing. Pil observed no odor through therapy and investigation. Pil observed that the air inlet seal was discoloured. Evidence of sound abatement foam degradation/breakdown was observed. In box d: device serviced by 3rd party, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg.?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.